Event description:
It was reported that balloon rupture occurred. The target lesion was located in external iliac vein. A 16-6/5.8/75 xxl esophageal balloon was advanced for dilation. However, during inflation at 5 atmospheres for 2 minutes, the balloon ruptured. The device was removed over a 0.035 wire and the procedure was completed with a different device. There were no patient complications reported.